Event description:
It was reported by the patient's attorney that the patient underwent total hip arthroplasty on (B)(6), 2010 utilizing a biomet hip prostheses. Patient's attorney alleges that the patient has pain and limitations complaints. No revision has been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Device product code - unknown as the product identification necessary to obtain product code was not provided. Expiry date - unknown as the product identification necessary to obtain manufacturing history was not provided. Manufacture date - unknown as the product identification necessary to obtain manufacturing history was not provided.